Event description:
Per received report: the coil shape was like a helipaq and not has a deltapaq like it should be. Additional information received indicated that the physician saw the way the coil goes out of the microcatheter and behaves into the aneurysm. It's based on their experience with this coils, they've being used them for a long time. This was observed via angiography during procedure.

Manufacturer narrative:
It was reported that the coil shape was like a helipaq and not has a deltapaq like it should be. This was based on the way that the coil went out of the microcatheter and behaved in the aneurysm. It is based on their experience with this coil which they have been using for a long time and observation via angiography during the procedure. There are no further details available; however, it was indicated that the device was discarded and there was no product problem outcome or associated adverse event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Based on the available information and without the return of the device or procedural images, no conclusion can be made regarding the reported event or root cause.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.